Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported feeling a zap sensation. The patient was seen in clinic and high out of range shock impedance measurements greater than 125 ohms was observed with this ICD and another manufacturer's right ventricular (rv) defibrillation lead. A health care professional (hcp) reported that all other measured data was within normal limits. This product remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information was received that the root cause was not determined and the physician will continue monitoring.